Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on one of their leads. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted and replaced to address the issue. During the procedure, it was discovered that the lead was kinked.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.